Manufacturer narrative:
Product event summary: the patient pack was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a clip holding the controller in the patient pack was broken. The site further indicated that the relevant part was a very small piece that hold the strap in place. The components did not fall as a result of the damage and the driveline did not become disconnected. The patient and the staff at the rehabilitation facility deny damaging the patient pack. The pack was exchanged with no reported patient consequence. The site indicated that the device will be returned.